Manufacturer narrative:
Failure analysis revealed that all operating currents were within specifications. The device passed the self test, off no power test, displacement, and rewind. The unit alarmed motor error during the basic occlusion test and the device was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside the device and passed the test. Further testing could not be performed due to the prime anomaly. The device had intermittent button response due to corroded keypad traces, cracked on the display window, cracked reservoir tube, and scratched screen.

Event description:
It was reported that the customer was taken to the emergency room due to diabetes ketoacidosis and high blood glucose of 452mg/dl. The mother stated that her daughter has a rare genetic disease, which contributes to her high blood glucose. The customer experienced nausea, vomiting, dizziness, and slurring speech. The mother stated that they are unsure if they held a button down for three minutes or longer. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.